Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that seven mr290v vented autofeed humidification chambers became damaged when connected to an mr850 respiratory humidifier. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4) lot number: 110421, device manufacture date: 04/21/2011, quantity: 1; 110208, 02/08/2011, 1; 110121, 01/21/2011, 1; 110324, 03/24/2011, 2. Method: five complaint mr290v chambers were received and visually inspected. Results: visual inspection revealed that the chamber domes were cracked in several places; however, none of the cracks showed stress marks. A lot check revealed no other complaints of this nature for lot number 110421. A lot check revealed no other complaints of this nature for lot number 110208. A lot check revealed no other complaints of this nature for lot number 110121. A lot check revealed one other complaint of this nature for lot number 110324. Conclusion: we were unable to determine what caused the problem observed by the healthcare facility. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that seven mr290v vented autofeed humidification chambers became damaged when connected to an mr850 respiratory humidifier. This was noticed prior to patient use. No patient consequence was reported.